Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Analysis of the returned lead was performed. Visual inspection did not find any anomalies. No problem was detected.

Event description:
Related manufacturer reference number: 2017865-2023-18944 / 2017865-2023-18948. It was reported that the patient is deceased. The cause of death was due to sepsis and infected endocarditis. The pacemaker system could had contributed to the infection.